Event description:
Subsequent to the initial medwatch report additional information was received clarifying the event description. It was reported that a device failure occurred with the first proglide device; however, additional information received revealed the second proglide device had no reported malfunction and was used successfully and hemostasis was achieved the device.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that both cuffs were still attached to the link and respective needle tips. There was about 3/4 inches of monofilament still attached to the needle tip and the rest of the monofilament was not returned. Based on the investigation findings, the device was deployed successfully. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after the device was deployed and the plunger was removed no sutures were attached to the needles. A second proglide was used with the same results. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first proglide is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.